Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err69. No additional patient or event information is available. The receiver was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/01/2017 which did not confirmed the reported event of error icon displayed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support err68" was displaying on screen. The data log and functional test could not be performed due to the error message. The reported event of a error icon was confirmed. A root cause could not be determined.